Manufacturer narrative:
Complaints (B)(4) cover the same event. As a result of this, data from (B)(4) has been transferred to (B)(4). Hence, (B)(4) will be set to not a complaint. Please invalidate this case from your system. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Refer h10.

Manufacturer narrative:
This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states. The manufacturer did not receive x-rays for review. Other source documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision surgery due to metallosis.